Event description:
It was reported that tmj devices were removed due to heterotopic bone. Three mandibular bone screws were broken.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided the patient's image scan that showed heterotopic bone around the left implant. Also, the sales rep was in surgery and confirmed the explant of the device. During the debridement surgery was performed, the sales rep (who attended the surgery), reported the case was complicated, and the bone growth around the implant was a concern. The surgeon had to remove both implant components. The engineering department reviewed those images, confirmed that tmj devices were removed, and recommended the surgeon use the fat graft after implanting new devices to prevent ankylosis again. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issues. H3 other text : not available.

Event description:
It was reported that tmj devices were removed due to heterotopic bone. Three mandibular bone screws were broken.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.